Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the nurse reported to an intuitive surgical, inc. (Isi) technical service engineer (tse) that they were having an error c-38 in the erbe generator every time they tried to activate energy. The tse checked error logs and confirmed the presence of the mentioned error as well as errors c-30, m-11 and m-18 pointing to erbe malfunctioning. The tse asked customer if they had new cables, to which the customer explained that they were using a single-life instrument, and it was failing too. The tse guided customer to reboot the generator with no improvement. The tse could see that erbe was replaced in the morning due to another issue and customer confirmed that they performed a surgery with the generator with no issue. The tse asked customer if they had a force triad generator, which was the case, and the tse guided them to connect it to continue with the surgery. The procedure was completing as planned with no reported injury. Isi followed up with the distributor and obtained the following additional information: the customer did not mention anything about having tested the generator upon powering on the system. They actually used it in the surgery prior to this surgery with no issues. The tse guided them to connect the force triad generator, and they continued the surgery with it. It was completed robotically but with the force triad generator. The erbe generator was replaced that morning.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs but could not reproduce the issue during in house testing. No issues were found during visual inspection that would be related to the reported event. The unit was installed on an in-house system where the unit functioned as expected. The unit energized and cauterized and all ports recognized instruments.

Event description:
Refer to h11 for follow-up information.